Event description:
Bonanno suprapubic bladder drainage catheter was used as a chest drain. The catheter was initially inserted into the patient's chest with no difficulty. The catheter was inserted using the appropriate needle, but was not sutured into place. While inserted, the catheter drained well. A mixture of tetracycline and lidocaine was administered through the catheter. After 5-6 day, the catheter was removed and it was noted that the catheter had broken off approximately 2cm from the flange. The detached catheter was removed by cardiothoracic surgeons. The patient suffered no significant harm.